Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The sample was received in used condition without its original package; and visually inspected, at a distance of 12 to 24 inches and normal conditions of illumination. The sample was received with the luer separated from the tube. Based on the reported complaint, the most probable root cause is that the production staff did not detect the damaged or broken tube. Action(s) taken to mitigate the reported issue(s): a quality alert was generated to ensure that operators can detect the damaged or broken tube; production and quality personnel was trained by quality engineer.

Event description:
It was reported that the tubing was breaking that looked like somebody cut it. The line was broken in the same spot and the line had to be changed. No patient injury was reported.